Manufacturer narrative:
The complete lead was returned. The spiral fixation was in very good condition with no signs of damage or defect. The allegation of lead dislodgement could not be confirmed through analysis.

Event description:
--

Manufacturer narrative:
As a result, this lead was explanted and returned for analysis. Detailed analysis is pending.

Event description:
Boston scientific received information that this left ventricular lead became dislodged. No adverse patient effects were reported.